Event description:
A shield over a joint of a movable overhead arm detached without warning and dropped into the sterile field. A new sterile field had to be set up which delayed the procedure for a patient.====================== health professional's impression======================the procedure was delayed until a new sterile field could be set up.